Event description:
As reported by the user facility: per medwatch (B)(4). Describe the event or problem: the patient had nss being infused by a b. Braun outlook 100 infusion pump. The nurse noticed something dripping in the area of the IV tubing. Upon further assessment she noticed that the nss was dripping out of the tubing proximal to patient, past the IV pump. The inner blue portion of the ultrasite valve was depressed within the white plastic exterior and it did not recoil. The fluid was dripping out of the ultrasite valve and air was being drawn into the tubing. The air was noticed before it reached the patient and no harm occurred to the patient. Manufacturer response for IV tubing set, ultrasite IV set for outlook safety infusion system (per site reporter) no injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.